Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: product is unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).concomitant medical products:¿ biolox delta, ceramic femoral head, m, 32/0, taper 12/14; item# 00-8775-032-02; lot# 3115077. Foreign: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a total hip replacement and approximately 2 weeks later a washout was done together with a liner exchange due to an unspecified infection. Attempts have been made and no further information has been provided.